Event description:
It was reported that lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead channel. The patient went to the hospital and an x-ray confirmed that the lead did not have a good connection with the implantable cardioverter defibrillator (ICD). The connection between the lead and ICD will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that lead integrity alert (lia) was triggered due to noise on the right ventricular (rv) lead channel. The patient went to the hospital and an x-ray confirmed that the lead did not have a good connection with the implantable cardioverter defibrillator (ICD). It was also reported, the lead has been revised and was not correctly connected to the device. The rv setscrew has been damaged so the physician decided to replace the device. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.